Event description:
A malfunction code was reported, and there was an event where the pump needed to be reset. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and the customer successfully completed the reset without further issues.